Manufacturer narrative:
Corrosion was observed on the bottom housing as well as the pcb. Investigation found a leak on the unexposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through a small internal tear of the soft cannula. This tear prevented fluid from leaving the fluid path at the distal tip of the soft cannula. The location of the tear in relation to the nailhead was 0.256". Therefore, the internal tear caused a failure of the device to deliver insulin and also caused the presence of corrosion with the device.

Event description:
It was reported that the patient's blood glucose levels reached 325 mg/dl while wearing the pod between 24 and 36 hours on the abdomen.